Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported that the s70 ultrasound system displayed a message "probe not supported" when the catheter was plugged into the s70 ultrasound system. Caller reseated the transducer without resolution. Caller rebooted s70 ultrasound system without resolution. The catheter was replaced, and the issue was not resolved. Caller switched to the medtronic ultrasound machine and the issue was resolved. The procedure was continued.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was saline contamination of the interconnect area. This is a case of user mishandling. The catheter was replaced at the site. Reference# (B)(4).